Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Blood glucose level was unknown at the time of the incident. The customer stated that the error alarm was reoccurring. The customer also reported having key pad anomalies, no delivery alarms, rewinding anomaly, and battery issues. Troubleshooting was provided for the reoccurring alarm. The alarm was not cleared. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. No a21 alarm after battery change or unexpected pump history reset noted. Device passed back light check. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly or unexpected motor noise anomaly noted during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Unit was monitored for 1 day. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected e/a alarm noted. All buttons function properly. No unresponsive buttons noted. No button error alarm noted. No damage noted on the keypad traces. The keypad connector on the lcd/b was also properly connected. The motor was tested outside of the unit and passed. Device had minor scratched display window. Device uploaded properly using carelink. (B)(4).